Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient who had a staghorn calculus, intermittent side pain and hematuria underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted the patient had an infection. After the procedure was completed, but prior to being discharged, the patient temperature spike to 39 degrees. The patient had shivering and fatigued. A pain of 8 out 10 pain and hematuria which progressed to 10 out of 10 pains. The patient was transferred the next day via ambulance. It was determined that these events were serious, was possibly related to the device, and was casually related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Event description:
It was reported that a patient who had a staghorn calculus, intermittent side pain and hematuria underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted the patient had an infection. After the procedure was completed, but prior to being discharged, the patient temperature spike to 39 degrees. The patient had shivering and fatigued. A pain of 8 out 10 pain and hematuria which progressed to 10 out of 10 pains. The patient was transferred the next day via ambulance. It was determined that these events were serious, was possibly related to the device, and was casually related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.